Event description:
It was reported the patient had surgery to reposition the neurostimulator and revise the tined lead. It was initially reported the patient had a red light beside the green light on their remote control. Troubleshooting attempts were made by resetting the remote control but the red light was still present. The patient also reported a shocking sensation in their scrotum and down both legs. The patient denied any trauma, and they only had a revision surgery of their neurostimulator in (B)(6) 2025 (already reported). The patient had high impedance, but the clinical specialist was able to program around it. Then the physician did revision surgery of the lead and moved the neurostimulator to the left side due to the recurrent shocks and the ins moving lateral in the pocket. The patient reported to be doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1n141048. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, pain, undesired sensations (non-target stimulation area) was defined in the product risk documentation and are as a known inherent risk. A risk review was also completed and confirmed that the event of high impedance, and error codes displayed on rc was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem and cause not established.

Event description:
It was reported the patient had surgery to reposition the neurostimulator and revise the tined lead. It was initially reported the patient had a red light beside the green light on their remote control. Troubleshooting attempts were made by resetting the remote control but the red light was still present. The patient also reported a shocking sensation in their scrotum and down both legs. The patient denied any trauma, and they only had a revision surgery of their neurostimulator in (B)(6) 2025, (already reported). The patient had high impedance, but the clinical specialist was able to program around it. Then the physician did revision surgery of the lead and moved the neurostimulator to the left side due to the recurrent shocks and the ins moving lateral in the pocket. The patient reported to be doing well.